Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative regarding sleeve for spinal therapy. It was reported that the deformity surgery tabs on sleeve broke off while screwing in screws. There was no patient involvement. Additional information received states that the tabs broke off in the patient. No patient symptoms reported.